Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found. All tines were noted intact and undamaged.

Manufacturer narrative:
Correction: d3 - the correct manufacturer establishment name should be st. Jude medical, inc.(crm-sylmar) instead of st. Jude medical operations (m) sdn bhd. G8 - manufacturer report number should have started with 2017865 not as submitted 3008377825-2025-00003.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, that atrial lead exhibited high capture threshold and high pacing impedance. The atrial lead was not used and replaced. The patient was in stable condition.